Manufacturer narrative:
The initial report reference # 0003015876-2025-02749 was sent in error. There was no report of "device would not power on.", the reported issue (device gave an audible warning), is not considered a reportable event. Stryker evaluated the device and the investigation found the device would start up and give a "device not ready" message after running a user test. However after clearing the event code generated by the user test the device would analyze and deliver a shock as expected. The cause of the "device not ready message" could not be determined. This device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event. Please see additional mfg narrative: the initial report reference # 0003015876-2025-02749 was sent in error. There was no report of "device would not power on.", the reported issue (device gave an audible warning), is not considered a reportable event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.